Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection was performed and a separation between the female connector and the main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The female connector was connected and disconnected using the returned patient connector with no issues. The reported connection issue was not verified however, the sample did not meet specification due to the separation. The cause of the condition was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Vantive has implemented a manufacturing process improvement to add more solvent to bond the insert component to the main body, thereby preventing separation between the connector and the main body. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect from the cycler. This was observed after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.